Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with different model. No additional adverse patient effects were reported. Additional information received indicates that both ra and rv leads exhibited odd behavior as there was no stable measurement of threshold in the atrial lead and changes in sensing. Physician elected to change atrial lead to passive at the same time as rv lead replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these testswere within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with different model. No additional adverse patient effects were reported. Additional information received indicates that both ra and rv leads exhibited odd behavior as there was no stable measurement of threshold in the atrial lead and changes in sensing. Physician elected to change atrial lead to passive at the same time as rv lead replacement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This report is being submitted to correct the device codes field (f10) in section f and device codes field (h6) in section h.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with different model. No additional adverse patient effects were reported. Additional information received indicates that both ra and rv leads exhibited odd behavior as there was no stable measurement of threshold in the atrial lead and changes in sensing. Physician elected to change atrial lead to passive at the same time as rv lead replacement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with different model. No additional adverse patient effects were reported.